Event description:
It was reported that the patient presented remotely via merlin.net. The right ventricular (rv) lead showed noise. The rv lead was explanted and replaced. The patient status was not reported.

Manufacturer narrative:
Correction d6b was left blank and should be apr 29, 2022.

Event description:
New information received notes that the patient was in stable condition.